Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. No missing segment/partial display anomaly noted. Unit was received with normal operating currents and passed rewind test, self-test, unexpected restart error test. No unexpected low battery, batt out limit and failed batt test alarms or rewind anomaly noted during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a sticky buttons. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.